Event description:
I had the essure implants put in 2005 and have gotten worse steadily worse over the years to the point that now I have heavy bleeding, migraine headache, dizzy spells, weight gain, depression, and many more problems how many women have to suffer or die before you take the steps to shut down essure procedure and hold the manufacture responsible for their extremely defective product (essure).